Event description:
A condition of intermittent stimulation was reported. It was stated that the stimulation was turning on/off intermittently and was not associated with any particular body position. The event/symptoms occurred following a fall. The patient was reported "having a fall but no trauma to the device at all." The location of the patient's symptoms was at the implantable neurostimulator (ins) location. The intermittent stimulation could be replicated by pressing on the ins header block. Adaptive stim mode was turned off and the issue was still present. The patient's status was described as fair. Current impedance measurements were normal. Average impedance was 600-1000 ohms on each contact. The highest value was 2318 ohms for 2-15 electrode pair. Only electrodes 0-4 were being used as the patient was getting bilateral coverage. The ins had been programmed around 5.6v, 450 ms of pulse width, 40hz and then was adjusted to 1+,2-,3-,4+, 5.6v, 810 ms, 40 hz at the time of the report. The reporter was also unable to adjust the stimulation. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported the cause of the event was unknown, but was attributed to the lead. No hospitalization or injury was reported.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).